Event description:
MFR review of a pt's vns programming history revealed an interrupted systems diagnostics test occurred on (B)(6) 2005 which caused a pt's vns settings to change. The change in settings was noted and corrected at the next office visit on (B)(6) 2005.